Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported "does not recognize a closed door" caused by a broken upper latch switch. The upper auxiliary assembly (including the latch switch) was replaced.

Event description:
It was reported that a spectrum infusion pump does not recognize a closed door. It was also reported that there was no pt involvement.